Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information received on 12/19/2018. It was reported that the implant was not broken in pieces. It was unsure what was the patient's bone quality. The item was warped out of the package.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during an elbow surgery two of the sales rep's lupine anchors with orthocord devices were bent to the side when they removed them from the packaging. The sales rep stated that they tried to bend the first anchor back but it broke in the process. Despite the second lupine anchor being bent, they attempted to slide it down the guide but it did not work. They pulled the anchor out and saw that the suture was also damaged. The sales rep was not certain if the suture was damaged prior to use or from usage. The case was completed with a competitor's device with no patient harm, but there was a ten minute delay to try and fix the anchors. The anchors are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the device was received and visually inspected under magnification. The anchor is not bent. The suture was cut close to the anchor on the device. There was no damage to the small section of suture attached to the anchor. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.